Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during a permanent implant procedure, the patient only received partial stimulation coverage of her targeted areas of pain. It was noted effective stimulation coverage was established in the patient's legs, buttocks and abdomen. However, coverage was not established in the patient's back. It was reported the physician tried repositioning and testing the lead for 45 minutes to establish full stimulation coverage, but to no avail. As a result, the physician abandoned the procedure and no product was implanted.